Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Device analysis noted that returned device is kinked at distal side end near to the suture hole, the metal cannula was found bent and also is stuck inside it the catheter and the suture was found broken. No other anomalies or damages were not found. When attempting to remove the cannula, the catheter extrusion buckled/accordion. A cross section cut was performed in order to measure the tip step. The tip step is within specification. The catheter working length was measured and is within specification. The cannula outer diameter (od) was measured at three locations using the micrometer were found within specification. The metal cannula length was not measured due to its condition the device is too damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05jul2016. It was reported that the metal cannula was stuck. During percutaneous abscess drainage, a 6.3 flexima apdl drainage catheter was used. It was noted that the physician was unable to remove the mandrel or stiffening cannula to the collection site. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed that the suture was broken.